Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. A review of quality, production, and maintenance documents reveals no deviations in relation to the reported event. The complaint cannot be determined.

Event description:
Customer states clotting, requiring redraw 25% of the time.